Manufacturer narrative:
Patient age, dob & weight not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Brand name/part listed as scr ø1.5 self-drill l5 tan 1u I/clip. Not explanted. Device is not expected to be returned for manufacturer review/investigation. Reported concomitant devices: matrix midface screw (part: 04.503.225.01c, lot: h234048, quantity: 11). Matrix midface screw (part: 04.503.224.01c, lot: h246257, quantity: 2). Matrix midface screw (part: 04.503.226.01c, lot: h159317, quantity: 4). Matrix midface emergency screw (part: 04.503.234.01c, lot: 7474208, quantity: 1). Matrix midface adaption plate (part: 04.503.346, lot: h039765, quantity: 2). (B)(6). The 510k#unknown, however, k083388 was listed in report. (B)(4). Device history records review was conducted. The report indicates that the: manufacturing location: manufacturing location: (B)(4). Manufacturing date: 11-nov-2016. Part #: 04.503.225.01c, lot#: h234048 (non-sterile) - ti matrix midface screw self-drilling 5 mm. Quantities (B)(4). Inspection sheet for inspect dimensional final inspection - ns032748 rev: w meet acceptance criteria of inspection sheet. Components: raw material lot no: 9954218 reviewed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 the surgeon reduced a fracture in the area of the middle third of the patient face and placed a first self-drilling matrix midface screw. When he adjusted the head of the screw, it broke intra-operatively and the body of the screw remained into the patient¿s body. The surgeon insisted on placing a second screw of the same dimension and experienced the same issue. He tried to remove the broken screws, but was unsuccessful so the screw bodies remained in the patient. The surgery was prolonged by 40 minutes. The patient was stable. The complaint involves 2 parts. Reported concomitant devices: matrix midface screw (part: 04.503.225.01c, lot: h234048, quantity: 11). Matrix midface screw (part: 04.503.224.01c, lot: h246257, quantity: 2). Matrix midface screw (part: 04.503.226.01c, lot: h159317, quantity: 4). Matrix midface emergency screw (part: 04.503.234.01c, lot: 7474208, quantity: 1). Matrix midface adaption plate (part: 04.503.346, lot: h039765, quantity: 2). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Corrected data: due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The implant date of (B)(6) 2017 was reported in error in the initial medwatch #(B)(4). 510(k): is k083388. Patient code (B)(4), reported in error in initial medwatch #(B)(4), is not applicable to reported event as screw fragment is implant grade material and prolongation of surgery did not reportedly result in patient harm. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.